Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation, misaligned insertion, and/or prying or levering the device during insertion, which resulted in the device breaking. The complaint allegation was confirmed based on the customer's attached picture were the device is displayed with the tip broken off.

Event description:
On 04/01/2025, it was reported by a sales representative via (B)(4), an ar-1410lp low profile reamer, 10 mm, had the wing sheared off and was recovered within the body. All pieces were retrieved from the patient, and the case was completed. This was discovered during an acl repair procedure on (B)(6) 2025. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.